Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. After a pump reset was performed to address the malfunction alarms, the pump history was found to be missing/displayed inaccurately. There was no reported impact to the customer's blood glucose (bg) level during these events. Additionally, the customer experienced a high bg; values unknown. During a follow-up attempt, customer reported receiving an incomplete bolus alert; customer denied having accessed the bolus screen. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issues; however, no response from the customer was received.